Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported air leakage from the pilot balloon. A non-routine replacement of the tube was required.